Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as limited information is available. Should additional information be received, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. The following sections could not be completed with the limited information provided. Product identification and expiration date - unknown. Manufacture date ¿ unknown. Biomet orthopedics received preliminary clinical data from dr. Paul grosso regarding patients enrolled in a mom clinical study. Please see attached abstract titled ¿prevalence and predictors of pseudotumor and elevated metal ion levels following large-diameter head metal-on-metal total hip arthroplasty¿.

Event description:
Biomet orthopedics received preliminary clinical data from dr. (B)(6) regarding patients enrolled in a (B)(6) clinical study. It was reported that patient underwent left total hip arthroplasty on (B)(6) 2009. During post operative monitoring and testing, fluid was noted. The fluid collected from the anterior area of the hip measured 1.3 x 1.7 x 0.7cm. These findings were found due to follow up testing. No further information has been provided at this time.